Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawers 3.1 and 3.2 had all half-height cubie pockets were not detected on the bus. The customer rebooted the station twice and performed a drawer recovery; however, the system continued to display a required maintenance error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that all drawers in the station were not on the bus. The field service engineer (fse) had the customer to perform a hard reboot, after which only drawers 3.1 and 3.2 on the main cabinet remained not on the bus. The fse arrived on site the following day and tested drawers 3.1 and 3.2. All pockets were spaced, but the drawers were still not detected on the bus. The fse checked all cables and confirmed that all connections were secure. An additional hard reboot of the station did not resolve the issue. The fse replaced the module controller and both older-style drawer controllers. The drawers were repaired, and the station tested good in the hardware test application. The customer configured the drawers in application, inventories were performed on multiple drawers and doors, and all components tested functional. The system functioned as intended after field service engineer repaired the device.